Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a diagonal branch of the left anterior descending (lad) artery. Following pre-dilation with a 2x12mm emerge balloon catheter, a 2.25x16mm synergy ii stent was advanced to treat the lesion. However, the device could not be delivered and upon pulling the device back to the guide, only the delivery balloon came back, the stent got dislodged in the diagonal. The physician tried multiple tactics to retrieve the stent until the stent was eventually retrieved. The procedure was completed with a new 2.25x16mm synergy stent. No patient complications were reported and the patient had a good outcome.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and damaged and stretched its entire length. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body which is an indication that the stent was crimped on the balloon prior stent detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the guidewire exchange port was twisted and squashed. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a diagonal branch of the left anterior descending (lad) artery. Following pre-dilation with a 2x12mm emerge balloon catheter, a 2.25x16mm synergy ii stent was advanced to treat the lesion. However, the device could not be delivered and upon pulling the device back to the guide, only the delivery balloon came back, the stent got dislodged in the diagonal. The physician tried multiple tactics to retrieve the stent until the stent was eventually retrieved. The procedure was completed with a new 2.25x16mm synergy stent. No patient complications were reported and the patient had a good outcome.